Manufacturer narrative:
No further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No surgical intervention was performed as this device remains in service. No adverse patient effects were reported.